Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had unexpected error occurred during login. A technical support specialist (tss) reviewed the datasync logs to retrieve the reported error and identified a connection failure related to the sync server address changed service. The logs showed an end point not found exception indicating that the system was unable to connect to the dispensing server via net.tcp on port 808 due to a timeout. Initial checks confirmed that port 808 was closed. Based on these findings, tss advised that hospital it be contacted to verify and open port 808 between the medstation and the application server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an unexpected error occurred during login and database was unable to be opened. However, there were no delays or adverse events or injuries reported based on this event.